Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a compromised forced sensor alarm during priming and there were no numbers visible on display screen. It was also reported that drive support cap was loose. Customer had high blood glucose 500 mg/dl and low blood glucose of 40 mg/dl. Insulin pump will be replaced.